Manufacturer narrative:
(B)(4). The reported condition of failure code 808:02 was confirmed but not duplicated during product evaluation. No assignable cause could be provided for the reported condition. However, the channel a pumphead module was replaced. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 808:02. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter personnel discovered that failure code 808:02 interrupted delivery on channel a. There was no reports of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a p1.5 colleague pump with a user interface module software version of 6.13.92.